Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2007, pt underwent incisional hernia repair with a composix kugel mesh. On (B)(6) 2007, office visit notes, the prior repair shows evidence of recurrence and there is another defect. On (B)(6) 2008, pt underwent excision of composix kugel mesh and hernia repair with a non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh, therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on medical record review this pt has a history of uncontrolled diabetes, colon cancer with a hemicolectomy, abdominal surgery, and surgical removal of several lesions. In (B)(6) 2008, the pt noticed what he thought to be a recurrence of the hernia. A consultation with the md led to a decision to remove the mesh "which was balled up and palpable under the skin." When the mesh was excised it was noted to have a loop of small intestine as well as some omentum adherent to it. Currently, it is unk whether the device may have caused or contributed to the reported event. The warning section of the IFU addresses adhesion. "Ensure proper orientation; the solid white surfact (eptfe) must be oriented against the bowel or sensitive organs. Do not place the mesh surface against the bowel. There may be a possibility of adhesion formation when mesh is placed in direct contact with the bowel or viscera." The warning section also addresses recurrence. "To prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Both recurrence and adhesions are listed as possible complications in the adverse reaction section of the IFU. Additionally, no sample was returned for eval. No conclusion can be drawn at this time.